Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event, the customer was tested for ketones and reported diabetic ketoacidosis. The customer was treated with the insulin pump and manual injection and the customer experienced symptoms, nausea, and abdominal pain. Troubleshooting was performed and found that the customer was using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.